Manufacturer narrative:
Adhesions are a common post operative complication of abdominal surgery and may sometimes lead to bowel obstruction and/or small bowel resection. It could not be definitively determined whether the device caused or contributed to the events noted. A batch record (lot) review showed no non-conformances or anomalies that may have caused or contributed to the events noted. This lot was sterilized with the appropriate validated sterilization cycle and all release testing was acceptable. All information known at the time of this report is included. No further information was provided by the reporting surgeon.

Event description:
A patient underwent a hernia repair (ipom) with ovitex 1s permanent in approximately (B)(6) 2025. The case was planned to be laparoscopic but was converted to open. On (B)(6) 2025, the patient returned to the emergency room and was taken in for surgery. During this surgery, the surgical site appeared infected and adhesions were present. The device was removed and a small bowel resection performed.